Event description:
The patient was seen in the device clinic for routine interrogation of her defibrillator. Upon initial interrogation, the lv pacing impedance was noted at > 2000 ohms. No lv capture was noted in all configurations and no lv sensing in configuration lv tip > ring. Lv sensing noted at 6.1mv in lv tip > coil configuration. Patient states she had been more tired over the last 2 weeks. Cxr confirmed break in the lv lead. The patient returned to the ep lab over one month later for a lv lead revision. The device pocket was opened. The lv lead was dissected free from the pocket and the location of the break was noticed under the suture sleeve. Of note, the suture sleeve did not appear to have been tied with excessive tightening. The lead was easily removed transvenously with gentle traction. The lead was sent to boston scientific for further analysis. The lv lead may be more subject to fracture than other leads. Cxr revealed no evidence of subclavian crush. The location of the lead fracture was in the pocket. This is least the 3rd or 4th fracture of this particular lead at our institution. Manufacturer response (as per reporter) for lead, easytrak 2no response at this time.